Event description:
The customer reported power cord is ripped.

Manufacturer narrative:
Call placed by biomed. Biomed has repaired power cable, but is calling for a part number and price for a replacement power cable assembly. Gave part number and price to biomed, they stated that they will order the part. Phone fix. No service report sent as part of this service ticket.